Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 2/26/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half (only 1 half received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event - unknown/not provided, best estimate is between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was explanted from the patient's right (od) eye due to refractive surprise. The replacement lens is the same model at a lower diopter. No additional information provided.